Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely occurred due to a failed connection with the plug unit. Olympus will continue to monitor field performance for this device. Updated fields: d8, d9, h2, h3, h4, h6, h11.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited no image when connected to the column. There were no reports of patient harm.